Event description:
On (B)(6)2003, an acticon device was implanted. On (B)(6)2005, the entire device was removed and replaced due to erosion-tubing. No further info provided.

Manufacturer narrative:
Add'l catalog #s: 72402105, 72402287. (B)(4).